Event description:
Caller reported advantage system blood glucose results of 295 mg/dl, 150 mg/dl, and 125 mg/dl within 10 minutes. Customer states he used 3 strips from 3 different containers. Customer only has 1 strip vial related to the incident. Customer has discarded the other 2 related vials. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.